Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat cystocele, rectocele, enterocele, uterosacral vaginal cuff suspension, tape, cystoscopy and occult stress incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, extrusion, infection, urinary problems and recurrence. It was reported that on (B)(6) 2007, the patient underwent transection of tension free vaginal tape due to incomplete bladder emptying. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with rectocele, cystocele, enterocele repair and us cuff suspension. No additional information was provided.